Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken tube adapter at the distal end. A piece approximately 0.145" x 0.068" in size was missing and not returned with the instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument had a segment of the grey plastic part on the distal tip broken off. There was no reported injury.